Manufacturer narrative:
The reported event, drill got hot and then locked up, was not confirmed. During the inspection the service technician, engineering technician, and diagnostic engineer did not observe the device getting hot or locking up, and there were no problems found.

Event description:
It was reported that the system 7 single trigger rotary was overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.